Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ failure to occlude (close) fallopian tube(s)/ migration of essure device location of device: missing (left)/ failure to occlude (close) fallopian tube(s) left tube not occluded;confirmed by hyst'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/ pregnancy (stillbirth or miscarriage) miscarriage') in a 25-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included multigravida and parity 3 (date of the birth: (B)(6) 2007, (B)(6) 2008, (B)(6) 2010). Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008. Concurrent conditions included miscarriage ((B)(6) 2009 (1st pregnancy) (B)(6) 2012 (3rd pregnancy)), live birth ((B)(6) 2010 (2nd pregnancy)), obesity (bmi= 39.54), asthma, bipolar disorder, anxiety, depression, tobacco abuse, incomplete abortion, chromopertubation, uterine bleeding, nasal congestion, nasal discharge, upper respiratory infection, leg pain, unilateral leg swelling (right great toe), cellulitis of toe, bronchitis, rheumatic fever, dental abscess, chest pain, muscle spasms, back injury, acute lumbago and contusion of knee. Concomitant products included anti-d immunoglobulin (rhogam), celecoxib (celexa), medroxyprogesterone acetate (depo provera), oxytocin (pitocin), piroxicam (paxil), quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes incontinence") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and panic attack ("psychological or psychiatric problems condition: panic attacks"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdomen pain/ pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (dilation and curettage procedure and tubal ligation, salpingectomy;diagnostic laparoscopy with bilateral partial salpingectomy((B)(6) 2012)). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, anxiety, panic attack, dyspareunia, constipation, weight increased, urinary incontinence, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, constipation, device dislocation, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff experienced three other pregnancy episodes in (B)(6) 2009, (B)(6) 2009 and (B)(6) 2012 which is captured under case numbers- (B)(4) (1st pregnancy); (B)(4) ( 2nd pregnancy) and (B)(4) (3rd pregnancy). The plaintiff claims that essure worsened a previously existing injury/condition which is anxiety and states that the unintended pregnancies and miscarriages following essure placement worsened anxiety and caused panic attacks. Current weight: 280 lbs. Discrepancy noted - the plaintiff states that she did not had her essure (or any part of the device) removed. There were bilateral choroid plexus cyst noted in fetal cerebral hemispheres r but mfm consult ruled out any further follow up. The right was completely occluded. Two filshie clips were then used to occlude the distal portion of the left fallopian. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Ultrasound abdomen - on (B)(6) 2014: 1. Mild hepatic steatosis 2 splenomegaly. 3 limited evaluation of the abdominal organs due to body habitus. Concerning the injuries reported in this case, the following ones were reported in the patient's medical records : vaginal bleeding, cramping, crampy pelvic pain, abnormal bleeding(menorrhagia), anxiety, panic attacks, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ failure to occlude (close) fallopian tube(s)/ migration of essure device location of device: missing (left)/ failure to occlude (close) fallopian tube(s) left tube not occluded;confirmed by hyst'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/ pregnancy (stillbirth or miscarriage) miscarriage') in a 25-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included multigravida and parity 3 (date of the birth: (B)(6) 2007, (B)(6) 2008, (B)(6) 2010). Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008. Concurrent conditions included miscarriage (sep 2009 (1st pregnancy) jan 2012 (3rd pregnancy)), live birth (30 apr 2010 (2nd pregnancy)), obesity (bmi= 39.54), asthma, bipolar disorder, anxiety, depression, tobacco abuse, incomplete abortion, chromopertubation, uterine bleeding, nasal congestion, nasal discharge, upper respiratory infection, leg pain, unilateral leg swelling (right great toe), cellulitis of toe, bronchitis, rheumatic fever, dental abscess, chest pain, muscle spasms, back injury, acute lumbago and contusion of knee. Concomitant products included anti-d immunoglobulin (rhogam), celecoxib (celexa), medroxyprogesterone acetate (depo provera), oxytocin (pitocin), piroxicam (paxil), quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes incontinence") and was found to have weight increased ("weight gain"). In may 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and panic attack ("psychological or psychiatric problems condition: panic attacks"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdomen pain/ pain"), abdominal pain lower ("lower abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (dilation and curettage procedure and tubal ligation, salpingectomy;diagnostic laparoscopy with bilateral partial salpingectomy(B)(6) 2012)). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, anxiety, panic attack, dyspareunia, constipation, weight increased, urinary incontinence, abdominal pain, abdominal pain lower and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, constipation, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff experienced three other pregnancy episodes in sep 2009, (B)(6) 2009 and jan 2012 which is captured under case numbers- (B)(4) (1st pregnancy); 2019- (B)(4) ( 2nd pregnancy) and 2019- (B)(4) (3rd pregnancy). The plantiff claims that essure worsened a previously existing injury/condition which is anxiety and states that the unintended pregnancies and miscarriages following essure placement worsened anxiety and caused panic attacks. Current weight: 280 lbs discrepancy noted - the plantiff states that she did not had her essure (or any part of the device) removed. There were bilateral choroid plexus cyst noted in fetal cerebral hemispheres r but mfm consult ruled out any further follow up. The right was completely occluded. Two filshie clips were then used to occlude the distal portion of the left fallopian diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Ultrasound abdomen - on (B)(6) 2014: 1. Mild hepatic steatosis 2 splenomegaly 3 limited evaluation of the abdominal organs due to body habitus. Concerning the injuries reported in this case, the following ones were reported in the patient's medical records : vaginal bleeding, cramping, crampy pelvic pain, abnormal bleeding(menorrhagia), anxiety, panic attacks, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Added event dysmenorrhea (cramping). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ failure to occlude (close) fallopian tube(s)/ migration of essure device location of device: missing (left)/ failure to occlude (close) fallopian tube(s) left tube not occluded;confirmed by hyst'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/ pregnancy (stillbirth or miscarriage) miscarriage') in a (B)(6) female patient who had essure (batch no. 626685) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (date of the birth: (B)(6) 2007, (B)(6) 2008, (B)(6) 2010). Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008. Concurrent conditions included miscarriage ((B)(6) 2009 (1st pregnancy) (B)(6) 2012 (3rd pregnancy)), live birth ((B)(6) 2010 (2nd pregnancy)), obesity (bmi= 39.54), asthma, bipolar disorder, anxiety, depression, tobacco abuse, incomplete abortion, chromopertubation, uterine bleeding, nasal congestion, nasal discharge, upper respiratory infection, leg pain, unilateral leg swelling (right great toe), cellulitis of toe, bronchitis, rheumatic fever, dental abscess, chest pain, muscle spasms, back injury, pain in lumbar spine and contusion of knee. Concomitant products included anti-d immunoglobulin (rhogam), celecoxib (celexa), medroxyprogesterone acetate (depo provera), oxytocin (pitocin), piroxicam (paxil), quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("bladder or urinary problems or changes incontinence") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and panic attack ("psychological or psychiatric problems condition: panic attacks"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdomen pain/ pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (dilation and curettage procedure and tubal ligation, salpingectomy;diagnostic laparoscopy with bilateral partial salpingectomy((B)(6) 2012)). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, anxiety, panic attack, dyspareunia, constipation, weight increased, urinary incontinence, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, constipation, device dislocation, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff experienced three other pregnancy episodes in (B)(6) 2009, (B)(6) 2009 and (B)(6) 2012 which is captured under case numbers- (B)(4). The plaintiff claims that essure worsened a previously existing injury/condition which is anxiety and states that the unintended pregnancies and miscarriages following essure placement worsened anxiety and caused panic attacks. Current weight: (B)(6). Discrepancy noted - the plaintiff states that she did not had her essure (or any part of the device) removed. There were bilateral choroid plexus cyst noted in fetal cerebral hemispheres r but mfm consult ruled out any further follow up. The right was completely occluded. Two filshie clips were then used to occlude the distal portion of the left fallopian diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Ultrasound abdomen - on (B)(6) 2014: mild hepatic steatosis, splenomegaly, limited evaluation of the abdominal organs due to body habitus. Concerning the injuries reported in this case, the following ones were reported in the patient's medical records : vaginal bleeding, cramping, crampy pelvic pain, abnormal bleeding(menorrhagia), anxiety, panic attacks, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿injury nos¿ was replaced with the events mentioned in the pfs. Events added- pregnancy with contraceptive device, abortion spontaneous, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, device ineffective, anxiety, panic attacks, dyspareunia, constipation, pelvic pain, weight increased, urinary incontinence, abdominal pain , abdominal pain lower and device monitoring procedure not performed. Verbatim ¿failure to occlude (close) fallopian tube(s)¿ clubbed with event ¿device dislocation¿. Event onset date updated. Reporter information, patient details and product indication updated. Insertion date updated. Medical history, concomitant products and lab details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.